Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not seat into the tibial component properly. A new articular surface was opened and implanted.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection found some nicks and gauges on the anterior, inferior and posterior surfaces. The dovetail feature was slightly flared out on one side near the tip of the feature. In the anterior region where the inserter handle pushes during implementation, the inserter left a dent that is slanted instead of being straight. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The damages observed on the returned articular surface point to a mis-orientation of the articular surface with respect to the inserter. It was concluded that the root cause of the reported issue is related to the surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.